Event description:
It was reported that during implant procedure, right ventricular lead exhibited increased capture thresholds. When the physician attempted to relocate the rv lead, the stylet couldn't be retracted from the lead body. The insertion issue was suspected to be due to the catheter. The lead was not used and was replaced. Patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.